Event description:
It was reported that intermittent low hv lead impedance was observed on the lead. Short circuit between the rv and svc coil suspected. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 24.4-27.2cm from the distal end. The etfe coating of the rv conductor was abraded against the proximal end of the svc shock coil. This is consistent with the observation from the field of low hv lead impedance. Another external insulation abrasion was found at 10.3-11.3cm from the distal end. The etfe coating of one rv conductor was abraded at the same location.

Manufacturer narrative:
(B)(4).